Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath, and the imaging window were kinked, the imaging window was also twisted, and the tip was stretched. Impedance test shows an electrical open at proximal end of the catheter, between 140 - 150 cm from the distal housing. Based on the evidence, the as reported code of tip kinked, and image lost are confirmed.

Event description:
Reportable based on device analysis completed on 04 jun 2024. It was reported that a catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the tip of the catheter was kinked and could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.